Event description:
A healthcare professional reported that there was no aspiration; it was also reported that he had temporary occlusion during surgery. The surgery was finished with another system with no pt impact. The occlusion issue was resolved after some time by itself. Per surgeon no system message was displayed. Additional information has been requested, but not received to date. This is one of four medical device reports being filed for this facility.

Manufacturer narrative:
A service visit was performed. The cassette was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).